Event description:
.

Event description:
It was reported that the patient felt no stimulation while using the lead during the surgical procedure. Impedance testing was performed and the external neurostimulator (ens) and clinician programmer were changed before switching the lead out. As a result the lead was not implanted for the trial, but was used with/in the patient before being explanted during the trial procedure. The issue was resolved but the cause of the issue was not determined. It was noted the lead failed/did not function, and it was replaced with a different lead which worked fine. There were no patient symptoms, complications, or death associated with this event. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant: product ID 977d260, serial# (B)(4), implanted: 2014-(B)(6), explanted: 2014-(B)(6), product type screening device. Product ID neu_ens_stimulator, product type external neurostimulator. Product ID 8840, product type programmer, physician. Product ID 8840, product type programmer, physician. Product ID 355531, product type screening device. (B)(4).

Manufacturer narrative:
Analysis of the lead (B)(4) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.